Event description:
A customer reported that their pump issued an altitude alarm. There was no adverse impact to the customer's blood glucose level. Technical support informed the customer that residue buildup in the speaker holes could cause an altitude alarm and provided tips for prevention, which the customer understood. The issue did not suspend the customer's insulin, and they were able to resume using the original cartridge without needing a replacement.